Event description:
Inserted bd nexiva closed IV catheter system to patient's vein. After successful insertion of the catheter, it began to leak IV fluids from the cannula directly at the stopping point where it would no longer go into the vein.